Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered due to sic (sensing integrity counter) and non-sustained ventricular tachycardia episodes. The right ventricular (rv) lead exhibited t-wave oversensing as well as non-physiologic v-v intervals. It was noted that there was clearly noise related to the ring fracture and that the impedance had not yet increased constantly but there was a slight rise in the rv tip/rv ring impedance. The rv lead was reprogrammed and remained in use. The rv lead will be monitored. A couple months later it was reported that there was an alert for high rv bipolar lead impedance and that the rv lead¿s threshold have been increasing. The rv lead remains in use. No patient complications have been reported as a result of this event.